Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvt4h10, (imp, tsv, 4.1, 10, mtxf, mg,ha) for evaluation. Visual evaluation / functional test was performed, and mount was able to detach as intended. No malfunction. DHR review was completed for the subject lot number 1256694. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1256694 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : does not disengage/release. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation were missing or confusing instructions for use and excessive torque used to place restorative component or debris stuck in implant. Therefore, based on the available information, a device malfunction did not occur. The mount was able to detach as intended. No malfunction. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D6a: implant date unknown / not provided. D6b: explant date unknown / not provided. E1: email unknown / not provided h3 other text : summary investigation.

Event description:
It was reported that the abutment portion was stuck to implant, unable to remove / detach.